Event description:
On (B)(6) 2011, a mitral valve replacement (mvr) was performed and a 25mm epic valve was implanted. On (B)(6) 2018, re-do mvr was performed and the valve was explanted due to paravalvular leakage. The procedure was successfully completed with another prosthetic valve and the patient was reported stable. The surgeon stated the paravalvular leakage was not related to a device malfunction.

Manufacturer narrative:
An event of paravalvular leakage and cusp thinning were reported. There was thinning and loss of collagen at the base of cusps 1 and 2. There were no pathologic changes to the returned valve. All three cusps were flexible and no tears, perforations or anomalies to the cusps were observed. No inflammation or significant calcifications were present in the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown, however the surgeon did not relate the paravalvular lead to a product malfunction.